Event description:
The physician reported that during a follow-up visit on (B)(6) 2009, atrial activity (far-field oversensing) was detected in the ventricular channel, but only when the patient was in atrial flutter. The patient received an inappropriate shock because of this. To correct this, the physician re-programmed the ICD sensitivity. On (B)(6) 2015 a reintervention was performed to replace the associated ICD with a platinum dr (sn:(B)(4)). The subject lead was left implanted because it was in a good position and there were good impedance measurements. On (B)(6) 2016, the patient was admitted in ER for fainting, evidence of total block and loss of ventricular pacing because of far field of the sinus atrial activity. During interrogation, the defibrillation impedance was sometimes out of range. On (B)(6) 2016 a reintervention was performed to replace the entire ICD system..

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The physician reported that during a follow-up visit on (B)(6) 2009, atrial activity (far-field oversensing) was detected in the ventricular channel, but only when the patient was in atrial flutter. The patient received an inappropriate shock because of this. To correct this, the physician re-programmed the ICD sensitivity. On (B)(6) 2015 a reintervention was performed to replace the associated ICD with a platinum dr ((B)(4)). The subject lead was left implanted because it was in a good position and there were good impedance measurements. On (B)(6) 2016, the patient was admitted in ER for fainting, evidence of total block and loss of ventricular pacing because of far field of the sinus atrial activity. During interrogation, the defibrillation impedance was sometimes out of range. On (B)(6) 2016 a reintervention was performed to replace the entire ICD system..